Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the missing front panel display was due to the failure of the front panel light-emitting diode (led). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a missing front panel display. There was no patient involvement.